Event description:
In 2004, the facility's nurse informed the manufacturer's (MFR) territory manager of the following: the valve was leaking when the dialysis needle was removed. As a result, the valve and catheter were removed and replaced in 2004. No further details were provided at this time.